Event description:
It was reported that balloon removal difficulties were encountered. A 4.50mm x 12mm nc emerge balloon catheter was advanced and inflated. However, it was noted that there was a significant amount of difficulty in removing the system. The procedure was completed and there were no patient complications reported. It was further reported that the device was pulled hard until everything came back and was removed.

Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that balloon removal difficulties were encountered. A 4.50mm x 12mm nc emerge balloon catheter was advanced and inflated. However, it was noted that there was a significant amount of difficulty in removing the system. The procedure was completed and there were no patient complications reported.